Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) waited for the customer to arrive with the keys and found that the station showed matrix drawer 1 as not detected on the bus. The back panel was opened, and it was discovered that the pyxibus cable was disconnected from the controller board. The station was powered down, the cable was reseated, and the device was rebooted. After the reboot, the station successfully detected matrix drawer 1, and the customer tested the inventory with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer and pocket not detected on bus. Customer stated that the machine had previously been restarted and had already been powered off and on, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.